Event description:
The c-arm unit's hard drive malfunctioned during the procedure, resulting in a loss of images. Based on the manufacturer's field service report, the system initially displayed intermittent error messages regarding the charging system and its batteries, which were then replaced. A second service call (shortly afterwards) indicated that the ws ide drive was found corrupted due to improper shutdown issues caused by the isd,pcb,and ups, all of which were defective. All were replaced, and adequate operation of the system with the new parts, was verified.